Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated, and that the patient had been lost to follow-up for approximately three years. The field representative consulted with boston scientific technical services (ts) and troubleshooting options were discussed and attempted. An electrocardiogram was sent to ts which confirmed there was no pacing present, and no tones were elicited from the device with magnet application. It was determined that the device was likely nonfunctional. The patient reported that in 2010, while shopping, she experienced sudden cardiac death and needed to be externally rescued at that time. There was no information available to the field representative or physicians related to this event, and there was no information of the hospital admission in the patient's history. Therefore, it was not known if the device was functioning at that time. Due to the patient's reported history, the patient was admitted to the hospital and the device was successfully explanted and replaced. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis as the hospital had it in their control.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the device case was swollen. The device could not be interrogated and telemetry was not established with the programmer. The impedance measurement between the df+ and df- was normal and indicated that the output bridge was intact. The device case was then removed and the battery was swollen and depleted. The battery was replaced with a new power supply, and then there were no issues with telemetry and current measurements were normal. Both right ventricular (rv) and right atrial (ra) pacing pulses were present. Based on the hardware testing and length of implant time, it was concluded that this device had normal battery depletion. The field observation was confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.